Manufacturer narrative:
Device has not been returned for investigation. Confirmation of user allegation of a potential device issue has been observed.

Manufacturer narrative:
Device has not been returned for investigation. Confirmation of user allegation of a potential device issue has been observed.

Event description:
It has been reported that the device is failing self-test.